Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained.

Event description:
It was reported the patient's ipg was deemed inoperable following the patient undergoing an unrelated surgical procedure. It is unknown if the patient set their ipg into surgery mode prior to the procedure. The patient's ipg was able to be restored via troubleshooting.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.